Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032124) on (B)(6) 2013. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('chronic abdominal pain / sharp stabbing pains in abdomen') in a female patient who had essure (batch no. 624495) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I may have 2 in my right tube". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), back pain ("chronic back pain / sharp stabbing pains in back"), menstruation irregular ("irregular periods including unpredictable menstrual flow"), abdominal distension ("severe bloating"), arthralgia ("chronic joint pain"), peripheral swelling ("swollen legs /swollen feet"), joint swelling ("swollen ankles"), migraine ("constant migraine"), mood swings ("mood swings"), hypoaesthesia ("hand and arms "fall asleep" while I am sleeping"), ear discomfort ("pressure in my ears like ear infection"), dyspareunia ("severe pain after intercourse"), dysgeusia ("cant even eat with a metal fork due to metal taste in mouth"), immunodeficiency ("immunity system to take a dive after essure"), influenza ("flu twice"), ear infection ("ear infection") and multiple allergies ("my allergies"). At the time of the report, the abdominal pain, back pain, menstruation irregular, abdominal distension, arthralgia, peripheral swelling, joint swelling, migraine, mood swings, hypoaesthesia, ear discomfort, dyspareunia, dysgeusia, immunodeficiency, influenza, ear infection and multiple allergies outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, back pain, dysgeusia, dyspareunia, ear discomfort, hypoaesthesia, joint swelling, menstruation irregular, migraine, mood swings and peripheral swelling with essure. The reporter considered ear infection, immunodeficiency, influenza and multiple allergies to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032124) on 12-nov-2013. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('chronic abdominal pain / sharp stabbing pains in abdomen') in a female patient who had essure (batch no. 624495) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I may have 2 in my right tube". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), back pain ("chronic back pain / sharp stabbing pains in back"), menstruation irregular ("irregular periods including unpredictable menstrual flow"), abdominal distension ("severe bloating"), arthralgia ("chronic joint pain"), peripheral swelling ("swollen legs /swollen feet"), joint swelling ("swollen ankles"), migraine ("constant migraine"), mood swings ("mood swings"), hypoaesthesia ("hand and arms "fall asleep" while I am sleeping"), ear discomfort ("pressure in my ears like ear infection"), dyspareunia ("severe pain after intercourse"), dysgeusia ("cant even eat with a metal fork due to metal taste in mouth"), immunodeficiency ("immunity system to take a dive after essure"), influenza ("flu twice"), ear infection ("ear infection") and multiple allergies ("my allergies"). At the time of the report, the abdominal pain, back pain, menstruation irregular, abdominal distension, arthralgia, peripheral swelling, joint swelling, migraine, mood swings, hypoaesthesia, ear discomfort, dyspareunia, dysgeusia, immunodeficiency, influenza, ear infection and multiple allergies outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, back pain, dysgeusia, dyspareunia, ear discomfort, hypoaesthesia, joint swelling, menstruation irregular, migraine, mood swings and peripheral swelling with essure. The reporter considered ear infection, immunodeficiency, influenza and multiple allergies to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event -immunity system to take a dive after essure, my allergies, ear infection, flu twice added. Reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032124) on 12-nov-2013. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('chronic abdominal pain / sharp stabbing pains in abdomen') in a female patient who had essure (batch no. 624495) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I may have 2 in my right tube". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), back pain ("chronic back pain / sharp stabbing pains in back"), menstruation irregular ("irregular periods including unpredictable menstrual flow"), abdominal distension ("severe bloating"), arthralgia ("chronic joint pain"), peripheral swelling ("swollen legs /swollen feet"), joint swelling ("swollen ankles"), migraine ("constant migraine"), mood swings ("mood swings"), hypoaesthesia ("hand and arms "fall asleep" while I am sleeping"), ear discomfort ("pressure in my ears like ear infection"), dyspareunia ("severe pain after intercourse") and dysgeusia ("cant even eat with a metal fork due to metal taste in mouth"). At the time of the report, the abdominal pain, back pain, menstruation irregular, abdominal distension, arthralgia, peripheral swelling, joint swelling, migraine, mood swings, hypoaesthesia, ear discomfort, dyspareunia and dysgeusia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, back pain, dysgeusia, dyspareunia, ear discomfort, hypoaesthesia, joint swelling, menstruation irregular, migraine, mood swings and peripheral swelling with essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: this case is legal case now. New event 'inappropriate insertion of multiple contraceptive devices' was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.